Event description:
It was reported that this right ventricular lead exhibited high out of range impedance measurements on the right ventricular channel. Due to this, the boston scientific cardiac resynchronization therapy defibrillator (crt-0) recorded two red alerts. Analysis of the system was performed, during this analysis low amplitude, noise and pacing inhibition of 2 seconds were observed. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).